Manufacturer narrative:
Argus case: (B)(4).

Event description:
The toothbrush got swallowed. It tasted bitter [accidental device ingestion]. But my teeth are/teeth became even more yellow [teeth yellow]. But my teeth are/teeth became even more yellow [condition aggravated]. Case description: this case was reported by a consumer via facebook interactive digital media and described the occurrence of accidental device ingestion in a male patient who received gsk toothbrush (sensodyne toothbrush) toothbrush for product used for unknown indication. On an unknown date, the patient started sensodyne toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant), teeth yellow and condition aggravated. The action taken with sensodyne toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion, teeth yellow and condition aggravated were unknown. It was unknown if the reporter considered the accidental device ingestion, teeth yellow and condition aggravated to be related to sensodyne toothbrush. Additional details: the consumer reported that the toothbrush got swallowed and it tasted bitter. The patient always used sensodyne, but the teeth were never white, they were getting even more yellow. Follow up information was received on 29 dec 2020: fu1 and 2 were processed together. No new medically significant information was updated thus this fu was routed as non-significant. New sd was attached with no pii. Follow up information was received on 08 jan 2021: no new medically significant information was updated thus this fu was routed as non-significant. Suspect product was confirmed as sensodyne toothbrush. Additional details: the consumer reported that the toothbrush got swallowed and it tasted bitter. The patient always used sensodyne, but the teeth were never white, they were getting even more yellow.